Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, atrial lead noise causing inappropriate auto mode switching episodes was observed. Patient was called in clinic for further testing and noise could not be reproduced with isometric testing. No intervention was performed. Patient was asymptomatic and will be monitored.